Event description:
Additional information received - the reporter stated the patient had weak zonules/capsule and after the 2nd attempt to insert another toric single piece lens, the surgeon implanted a three piece lens, which was sutured into the capsule bag. The reporter stated the event was due to patient issue and was not lens related.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens but the lens tore. The lens was cut out of the eye to remove with no patient injury. This is one of two lenses used for this patient - see MFR. Report #:2023826-2012-00648. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens torn into two pieces. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).